Manufacturer narrative:
The event occurred in (B)(4).

Event description:
Caller reported aviva blood glucose results in less than 10 minutes: 09:45 - 9.3 mmol/l 09:46 - 17.7 mmol/l 09:47 - 16.2 mmol/l 09:47 - 7 mmol/l. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.